Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory via review of the stored egms. Automated electrical testing and testing on the bench detected no anomalies and the device met all specifications. It is believed that the cause for the noise observed in the field may be due to a lead anomaly.

Event description:
It was reported that noise was observed during the life of the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun